Event description:
Information was received indicating that during use of the cassette, the cadd-legacy one ambulatory infusion pump exhibited a "no disposable, clamp tubing" alarm. Per reporter three cassettes caused the pump to alarm, one alarm occurred when preparing pump for use and two during use. No adverse patient effects were reported. Per reporter no further information is available.

Manufacturer narrative:
Additional contact information: (B)(6).